Manufacturer narrative:
This report will be amended when our investigation is complete. Device returned but not yet evaluated.

Event description:
It is reported that during surgery, the device broke while being removed after trialing of the knee took place.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The visual inspection of the tasp bottom confirmed that the central post has fractured. All the pieces were returned back for investigation. There were some type of cosmetic damage (nicks/gouges/dents/scratches) seen on the edges and proximal and distal surface of the tasp. Device history records and receiving inspections report were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. CAPA(B)(4) was opened for the breakage of tasps. FDA recall z-2297-2014 contains the related lot number. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice.in addition, ps tasp top components and standard (non-cps) tasp bottom components have been modified dimensionally to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. Therefore the root cause is tied to the design of the device.